Event description:
It was reported that the probe failed to fire during the us guided breast biopsy after being fully primed. A coaxial was used during the procedure. Another device was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The device was returned half primed, with the cannula retracted, exposing the sample notch. Loose particles could be heart within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. However, the cannula released back to the initial position. As a result, the stylet was retracted into the cannula and could not be seen. Further functional testing could not be performed as the device could not be fully primed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation in confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to fire, as the device could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin.